Event description:
It was reported to philips healthcare that the codemaster xl battery is low when disconnected from the network. Site claims the battery had been changed many times and suspected the power board. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).